Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source started to smoke and had light/spark/smoke from the right-side vent opposite the bulb during set-up. The device was unplugged and the smoke stopped. There were no reports of patient harm.